Event description:
It was reported that during a laparoscopic cholecystectomy the jaws of the device were scissoring and would not form the clip properly. A new instrument was used to complete the procedure. There was no pt consequence.